Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell and creases fold. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening. Additional, changed, and/or corrected data: d.1., g.1., g.3., h.3., h.6.

Event description:
Implanting/explanting physician reported a rupture. The affected side has not been specified. The device has been removed and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Implanting/explanting physician reported a rupture. The affected side has not been specified. The device has been removed and replaced. This record relates to the right side.